Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned device consisted of a sterling balloon catheter. The balloon was folded loosely. Microscopic examination of the balloon revealed a pinhole 42mm from the tip of the device. Microscopic inspection of the markerbands found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx220mmx150cm sterling balloon catheter was selected for use and advanced to predilate the lesion. However, upon inflation, the balloon ruptured at 14 atmospheres after a duration of 14 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx220mmx150cm sterling&#10242;alloon catheter was selected for use and advanced to predilate the lesion. However, upon inflation, the balloon ruptured at 14 atmospheres after a duration of 14 seconds. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.